Manufacturer narrative:
The patient experienced the peritonitis on an unreported date state as ¿one week ago¿. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritonitis manifested by cloudy effluent. The breach in aseptic technique was further described as ¿caused by a bacterial infection due to improper operation¿ (no further detail). On an unreported date, the patient began treatment for the event with ceftazidime (dose, frequency, route and duration were not reported). On an unreported date, the patient was hospitalized for the event and pd therapy was continued during the hospitalization. On an unreported date, the patient was recovered from the event. It was not reported if the patient was retrained on proper aseptic technique. No additional information is available.